Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a misaligned power connector, loose fuse and cold solder joints on ac power supply. In addition, the device did not power on using either ac or dc power sources. The battery was partially depleted on arrival and measured 5.6vdc but is able to take and hold a charge. The display did not illuminate and the device was unable to engage in monitoring. Replaced system board with integrated power supply. The device then powered on normally and alarms audibly and visually as expected. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the rad-8 stopped working and wouldn't turn back on. No known impact or consequence to patient.